Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6)2023, the patient developed a skin reaction with an infection. Prior to sensor insertion the area was prepped with alcohol. The patient developed a rash, redness, and blisters under the sensor patch area. The patient had itching and burning sensation in the area. The patient consulted a health care provider who prescribed an oral antibiotic (keflex) and an unspecified topical steroid cream medication for the infection. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).